Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Customer declined to answer: initials: not disclosed per (B)(6) officer. Dob: not disclosed per (B)(6) officer. Lot not provided.

Event description:
It was reported that an infusion of lactated ringers at 125ml/hr. Was programmed less than 24hrs. The rn was attempting to administer hydromorphone via y-site, when connecting the 3ml bd syringe to y-site, the white cap broke off and was unable to administer medication. The customer stated that the event resulted in patient exposure to blood when disconnecting however there was no harm or medical interventions required. The event occurred inpatient surgical unit.